Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the event was still ongoing and the clinical diagnosis was updated to infection after replacement of ins (left infraclavicular).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the event was resolved without sequela on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of infection after replacement of the ins. The infection was noted to be (B)(6). The etiology was reported to be related to the implant procedure and not related to the device/therapy. The patient's ins was implanted on (B)(6) 2018 after which the scar was red and swollen. The ins and extension were explanted and not replaced on (B)(6) 2018. The patient was administered vancomycine, ceftazidim and kefzol on (B)(6) 2018. The event resulted in-patient hospitalization, an emergency room visit and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.